Event description:
Greetings! Because of 2 blood clots, a "bard" meridian vena cava filter was placed in me through my jugular vein on (B)(6) 2014, at (B)(6) hospital ( by dr. (B)(6). It has come to my attention that this particular "bard filter" has a history of malfunctioning since 2005 that the FDA did not know about. This malfunctioning, life threatening device, had me so stressed out since hearing about its malfunctioning history. I finally had it removed on (B)(6) 2016. I had severe mental anxiety in the months before waiting to have it removed, in fear of not if it would break, but when it would break and possibly cause a massive heart attack and/or stroke. Please help. Could you refer me to an attorney. I cannot call, I must have addresses. Thank you for your time and consideration in this matter, and I look forward to your reply.